Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during the administration of nutritional supplement. According to the complainant, post procedure, while administering nutritional supplement leaking occurred at the connection where the button attaches to the adapter. The procedure was completed with another of the same adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual evaluation found that the right angle connector at the distal end of the tube was found to be deformed as if it had been partially melted. The extruded material was not smooth as normally seen. The outer diameter of the flange that would be inserted into the button device was measured and found to be outside of the manufacturing specification. The condition of the returned unit was consistent with the complaint incident that the device leaked. The damage to the connector indicates that the device melted slightly possibly due to being sterilized in an autoclave after it had been removed from its original packaging. The device being out of specification most likely allowed the connection between the feeding tube and button device to leak. Therefore, the most probable root cause is undeterminable. A review of the device history record was performed for lot number 12882242 and revealed no related issues to this complaint. (B)(4).

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during the administration of nutritional supplement. According to the complainant, post procedure, while administering nutritional supplement leaking occurred at the connection where the button attaches to the adapter. The procedure was completed with another of the same adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.